Event description:
A tandem mobi cartridge alarm was reported by a customer, leading them to stop using the pump and switch to backup therapy using multiple daily injections (mdi). There was no adverse impact to the customer's blood glucose level as the specific blood glucose values were unknown or declined. Technical support confirmed the cartridge alarm 30 and instructed the customer to remove the cartridge and deliver a 9-unit bolus, which completed successfully despite affecting insulin on board (iob). The customer was unable to reload the original cartridge, but with assistance from technical support, they successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.